Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr, 4.0 x 28 mm stent delivery system (sds) was returned. A visual examination of the crimped stent found that stent detached and separated from the sds (stent delivery system). The stent struts were damaged; pulled and stretched. The balloon cones were reviewed and no issues were noted. Balloon folds were tightly folded. Crimp markings were evident on the exposed balloon wall indicating overall crimp contact between the coated stent and balloon. The maximum crimped stent profile was measured and is within specification. The stent crimp force, the crimp temperature and the maximum crimped stent profile for the device all meet the specification. The product stent protector was returned for analysis with the device and the inside diameter of the stent protector measured was measured and is within specification. A visual and tactile examination found hypotube kinks along the catheter length. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 4.00 x 28 synergy¿ drug eluting stent, when the stent protector was removed, the stent got dislodged. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 4.00 x 28 synergy¿ drug eluting stent, when the stent protector was removed, the stent got dislodged. The procedure was completed with a different device. No patient complications were reported.